Event description:
Olympus endoscopic snare cautery accessory failed to advance/retreat during colonoscopy with polypectomy due to break/separation. Pt tolerated procedure well and will be rescheduled for polypectomies with colonoscopy.